Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: stockert generator. Carto 3 system. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for right atrial flutter with a thermocool smarttouch bidirectional sf catheter and suffered a pericardial effusion (requiring no medical or surgical intervention) and a thrombosis (requiring no medical or surgical intervention). During ablation phase, the last 60-90 minutes of the procedure, and after the power was increased to 40 watts, a steam pop occurred. Initially, no pericardial effusion was detected. Case continued with 2 additional ablation cycles. At that point, a growing pericardial effusion was detected. Remainder of procedure was aborted. Intracardiac echocardiogram and transthoracic echocardiogram revealed a clot forming. Effusion stabilized without intervention. Patient was transferred to the coronary care unit for observation and monitoring. Patient required overnight hospitalization as a result of the adverse event. Patient outcome is unchanged. There were no issues reported related to neurological consequences. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. No transseptal puncture was performed. There is no sheath information. Generator was set on default values for smarttouch sf catheters. Ablation was performed at 40 watts. Power was not titrated. Overall ablation time at the site of injury was 15 seconds. Last ablation cycle time at the site of injury was 15 seconds. Ablation cycle was approximately 15 seconds when the steam pop was observed at the same tip position. Irrigated catheter flow was set at 15 ml/min. There were no issues reported related to temperature or flow. There is no information regarding anticoagulation during the procedure. It was noted that the clot was related to the effusion and not an issue with the ablation catheter. There is no information regarding shaft proximity interference value. Thermocool smarttouch bidirectional sf catheter was not in close proximity to another catheter. Thermocool smarttouch bidirectional sf catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/10/17. Originally, the lot was unknown. However, the biosense webster failure analysis lab was able to retrieve the lot number of 17682754l. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a male patient underwent an ablation procedure for right atrial flutter with a thermocool smarttouch bidirectional sf catheter. During ablation phase, the last 60-90 minutes of the procedure, and after the power was increased to 40 watts, a steam pop occurred. Initially, no pericardial effusion was detected. Case continued with 2 additional ablation cycles. At that point, a growing pericardial effusion was detected. Remainder of procedure was aborted. Intracardiac echocardiogram and transthoracic echocardiogram revealed a clot forming. Effusion stabilized without intervention. Patient was transferred to the coronary care unit for observation and monitoring. Patient required overnight hospitalization as a result of the adverse event. Patient outcome is unchanged. There were no issues reported related to neurological consequences. There were no factors cited that may have contributed to the adverse event. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the thrombosis remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).